Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va00fgd, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received indicated the patient did not have concerns with their device or therapy.

Event description:
It was reported that the patient had not felt stimulation for the past two days and the implantable neurostimulator quit working. It was noted that the patient experienced a loss of therapeutic effect. It was noted that the patient reported that they may have accidentally turned stimulation off and did not know it. It was noted that the patient did not see the thunderbolt on the patient programmer screen. It was noted that the patient changed the batteries on the patient programmer.